Manufacturer narrative:
The additional information received indicates the patient experienced a heart related injury on or about (B)(6) 2012 and subsequently expired. However, initial information alleged the patient's date of death was on or about (B)(6) 2006. Further additional information obtained also mentions the patient's date of death as (B)(6) 2006. Requests for clarification and circumstances surrounding the event have been made and it will be submitted accordingly upon receipt. This is one of three device reports that are associated with this event. The associated manufacturer report numbers are 1225714-2014-06597, 1225714-2014-06598 and 2937457-2014-01735.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.